Event description:
Adverse event(s): "no patient involvement and no surgeries delayed" (no patient involved). Product problem(s): "card reader issue" (computer software issue). Customer reported a card reader issue. There was no patient involvement and no surgeries were delayed. The number of remaining procedures increased after use. There were no system messages or errors proceeding the jump in the number of procedures and the card not removed from the card reader.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).